Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if prod is returned for eval or add'l info becomes available.

Event description:
Attorney's report of pt's alleged pain, blood in the urine and kidney infection due to defective mesh.